Manufacturer narrative:
This event occurred in (B)(6). Age at time of event - it was also stated that the patient was (B)(6) at the time of the event. A clarification has been requested.

Event description:
The customer reported that they received questionable results for multiple samples from one patient tested for thyroid assays on elecsys instruments. Of the tested samples, one sample from (B)(6) 2016 had erroneous results for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and antibodies to tsh receptor (anti-tshr). The test results from an e170 analyzer were different when compared to competitor systems. Refer to attachment 1 for all patient data. This medwatch will cover ft3. Please refer to the medwatch with (B)(6) for information related to tsh. Refer to the medwatch with (B)(6) for information related to ft4. Refer to the medwatch with (B)(6) for information related to anti-tshr. It was stated that a sample from the patient was first tested on an e170 analyzer on (B)(6) 2015. After this sample measurement, a sonography and a scintigraphy were performed on the patient. The concentration of free hormones were high, so tapazole therapy was initiated on the patient. Other samples from the patient were subsequently measured. A sample tested on (B)(6) 2015 was measured on an e411 analyzer in a different laboratory. The sample from (B)(6) 2016 was tested on an e170 analyzer and then the tsh, ft3, and ft4 tests were repeated on a siemens centaur analyzer and a siemens immulite analyzer. This sample had erroneous tsh, ft3, and ft4 results when compared to the siemens systems. The sample was also repeated for anti-tshr using an unknown test method. The sample had an erroneous anti-tshr result when compared to this unknown test method. The e170 analyzer results were reported outside of the laboratory. It was stated that the patient's therapy has currently been stopped. The patient was not adversely affected. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
It has been confirmed that the patient was (B)(6) years old at the time of the event. A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.